Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation and customer follow up. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. Customer stated for the remainder of the questions regarding pre-cleaning and manual cleaning that the responses were unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined and the foreign object was not identified. It is likely the following led to the malfunction: it is assumed that the foreign object may remain in the product because the reprocessing could not be completed properly due to the impact of leakage before the product was dispatched from the facility. The event can be detected/prevented by following the instructions for use which state: chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign object in the objective lens at the tip. There were no reports of patient involvement.